Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018m that on (B)(6) 2018, a loss of connection and an adverse event was reported. Date of issue is an approximation. The patient experienced a hyperglycemic event. They began to feel sick and started vomiting and indicated that they were unable to see values on the continuous glucose monitor (cgm) because there was a loss of connection. The patient stated they asked their roommate to take them to the hospital and stated he passed out on the way to the hospital. While in the emergency room (ER), he passed out again and the hospital staff checked his blood glucose (bg) and the meter was reading 200mg/dl. Per the patient, having a bg value of 200mg/dl causes them to be hyperglycemic. The patient was released from the hospital the same day and was given a prescription of ondansetron to control their vomiting. At the time of contact, the patient was feeling better. No additional patient or event information is available. The transmitter was returned for evaluation. An external visual inspection was performed, and no defects were found. Voltage testing was performed, and the transmitter had voltage. A review of the data log did not find any errors related to the customer complaint. Functional testing and a pairing test was performed, and the tests passed. The complaint confirmation was not confirmed with the returned transmitter. A probable cause could not be determined.